Manufacturer narrative:
Additional device product codes: hrs. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, that the patient¿s screws broke post-op, due to a fall. On (B)(6) 2020 the patient underwent the initial wrist fracture surgery. On (B)(6) 2020 removal surgery of the plate and screws was performed. The removal surgery was completed successfully; however, there were broken screws left in the patient. Concomitant devices reported: lockscr ø2.4 self-tap l18 tan (part number 412.818, lot 9527382, quantity 2), lockscr ø2.4 self-tap l20 tan (part number 412.820, lot l758050, quantity 1), ti lcp® volar distal radius pl extra-articular 4h head-right (part number 442.464, lot h878791, quantity 1). This report involves one (1) 2.4mm ti locking scr slf-tpng with stardrive recess 18mm. This is report 1 of 5 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: visual review of the returned device revealed that all four (4) locking screws implanted with lcp plate implant were broken approximately at the screw neck just below the head portion. Two (2) broken screw shanks and the plate with all broken screw heads were returned. The post-op x-rays or photos were not provided to confirm the remaining (2) embedded broken screw shank components. The dimensional inspection was not performed due to the post-manufacturing damage. The cause for the breakage could not be identified. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified as part of synthes trauma¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as visual inspection of the received device confirmed the broken condition. No definitive root cause can be determined. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot = part number: 412.818, lot number: 2808423, manufacturing site: bettlach, release to warehouse date: 12. Nov. 2011. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.,part number: 412.818, lot number: 2808423, manufacturing site: bettlach, release to warehouse date: 12. Nov. 2011. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Customer quality investigation: the implant(s) was not returned, and the investigation will be completed based on the supplied image(s). The image(s) was reviewed, and the complaint condition of broken screw(s) was confirmed as the image(s) showed the screw(s) has broken and is still embedded. As the implant(s) was not returned an as received, dimensional, material or drawing reviews are not applicable. A manufacturing record evaluation was performed and no issues were noted. There is no indication that a design or manufacturing issue contributed to the complaint as the circumstances during the time of the event are unknown. No new malfunctions were observed during this investigation (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot part number: 412.818, lot number: 2808423, manufacturing site: bettlach, release to warehouse date: nov. 12, 2011. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.